Event description:
On (b)64) 2011, pt reported that he has experienced elevated blood glucose because the infusion device piston rod stops delivering insulin at a certain point. This first began 4-5 days prior to the report. Pt's blood glucose elevated to the 200-300 mg/dl range, and his normal blood glucose is 80-100 mg/dl. Pt switched to his backup infusion device, and this decreased his blood glucose. No alerts or errors were received on the infusion device. The piston rod moves correctly during the retraction and prime procedures but stops during normal use. Pt changed the cartridge, infusion set and battery, but the issue continued. There has been no insulin ingress, and the plunger holder is not damaged. The correct type of battery is used in the infusion device. The infusion device, cartridge, and adapter were replaced and requested for eval. The infusion set was discarded and will not be returned for eval. Pt did not require treatment from a health care professional or second party to address the issue.